Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The instrument was ejecting itself from the universal surgical manipulator (usm). Field service engineer (fse) followed up and was informed that there have been no more reports of the issue since it was called in. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause cannot be determined based on the information provided and phone support details. The phone support details did not reveal any issues related to the customer reported event.

Event description:
It was reported that during a da vinci-assisted ventral hernia tapp surgical procedure, the customer contacted the intuitive technical support engineer (tse) to report that the universal surgical manipulator (usm) drove the carriage up itself and then the endoscope popped itself out. The tse reviewed the logs and found no associated faults. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The probable root cause is likely related to improper instrument engagement on the arm by the customer, which resulted in instrument ejection. The issue can be resolved by properly reseating the instrument on the affected arm.

Event description:
Refer to h11 for follow-up information.